Event description:
--

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was implanted, but dislodged shortly after being placed in the heart. The physician tried to reposition the lead, but high thresholds and loss of capture were then observed in multiple locations. The physician thought that the rv lead might be fractured, so it was removed and replaced prior to pocket closure. The rv lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4) despite multiple attempts, this lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.